Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the rectum during a hemorrhoid removal, the device did not fire. A new stapler was used. The surgical time was extended to 30 minutes or more.